Event description:
A minimally invasive surgery on the thoracic and lumbar spine for fusion of vertebrae t9 - l1, with intended placement of 8 vertebra screws, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 1.5. During the procedure the surgeon: with the patient in prone position, attached the navigation reference array on the spinous process of vertebra t12. Acquired an intra-operative c-arm scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. Verified the registration and accepted the accuracy to proceed. Used the navigated pedicle access needle to open the cortical bone and to create the pilot holes, followed by placements of 8 k-wires into the vertebrae. Calibrated a non-brainlab screwdriver to the navigation for instrument position display. Placed the 8 spine screws with the navigated non-brainlab screwdriver. Acquired a verification intra-operative c-arm scan, and determined that one of the screws placed (at right t12) deviated from its intended position. Decided to remove the screw and to re-place it with the aid of navigation confirmed its correct position with an another verification intra-operative c-arm scan. Completed the surgery successfully as intended and closed the patient. According to the surgeon (treating clinician): the deviation of the spine screw placed with the aid of navigation was detected by the surgeon with an intra-operative 3d scan before finalizing the surgery, and this placement was addressed at the very same surgery. The final outcome of this surgery was successful as intended, with the placements correct at the end of the surgery. There was no harm nor negative effect to the patient due to the deviating initial placements, also not due to the surgery/anesthesia prolong of ca. 25min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.

Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a screw was placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon (treating clinician): the deviation of the spine screw placed with the aid of navigation was detected by the surgeons with an intra-operative 3d scan before finalizing the surgery, and this placement was addressed at the very same surgery. The final outcome of this surgery was successful as intended, with the placements correct at the end of the surgery. There was no harm nor negative effect to the patient due to the deviating initial placements, also not due to the surgery/anesthesia prolong of ca. 25min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of technical investigation and the information provided by the hospital, the investigation results could neither confirm nor disprove an actual inaccuracy of the information provided by brainlab navigation. For the right t12 screw placement having deviated by ca. 4-5mm from its intended position, a likely root cause can be attributed to the screw planning at a less than ideal location, i.e. On top of a bony part that caused a skiving of the instruments. Apparently, the resulting deviation of the anatomy location displayed by the navigation was not recognized by the user with the necessary navigation accuracy verification of the scan registration and throughout the procedure, before and during preparing and performing the screw placements in the spine. Further contributing factors are a missing re-calibration of the screwdriver with the new screw mounted and/or a possible not inline mounted screw that could have caused a deviation. There is no indication of a systematic error or malfunction of the brainlab navigation device. Corresponding brainlab measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.